Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. The pump was primed and exercised with no alarms occurring. Review of the pump history revealed loss of prime alarms associated with zero force and "no cartridge detected" warnings.

Event description:
The pt reported that the pump dispensed insulin from the cartridge during the load step.